Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his blood glucose level went low and he was in an car accident. Customer's blood glucose was 23 mg/dl, customer ate 30 minutes to one hour prior to low blood glucose level and having accident. Customer stated lows usually occur when customer sleeps. The drive support cap was normal. Customer stated he was driving and he passed out. Customer uses rapid acting insulin. Programming was reviewed and everything was fine. The reservoir was showing the same amount as displayed on the device. The device was not exposed to an MRI. Unable to do displacement test customer did not have an extra infusions set. Customer was advised to talk to doctor in regards to lows and to monitor the device. Customer was advised to call back to do displacement test. No further information reported.